Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. It is unknown if ipg was placed into surgery mode prior to unrelated surgery. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Corrected data: the physician's information was updated to reflect the physician who performed the surgery on (B)(6) 2023.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.